Event description:
It was reported that the vns patient passed away on (B)(6) 2014. The cause of death and its relationship to vns are unknown. Attempts for further relevant information will be made.

Event description:
It was reported that the patient was bured with the vns device and therefore the device cannot be returned for analysis. The physician&#39;s office indicated that they no longer have records on this patient and were not notified when the patient died. Per the department of vital records in the state the patient passed away in, the manufacturer is not eligible to obtain a copy of the patient&#39;s death certificate.